Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose levels and motor error with their insulin pump. The customer states the back light on the pump will not turn off and remains on. The customer's blood glucose level at the time of incident was 402mg/dl. The customer treated the high with the pump. The customer was assisted with troubleshoot. The customer states they received compromised force sensor system alarm. The customer was advised the pump would be replaced and returned for analysis.